Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported by the patient via tech services that there was a lot of abdominal bleeding on presentation with the endoleak. It was also reported that the patient was in a car accident 18 months before the migration of the stent graft was noted and so this or the recovery from it may have contributed to the migration, as per the patient. The patient also stated that a letter was received in the mail guaranteeing 17 years of stent graft service after the implantation but it was not known where this letter came from. The patient was informed medtronic do not provide this. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 9 years post index procedure, the patient presented emergently with abdominal pain. A CT scan revealed a type ia endoleak. The patient received treatment with the insertion of an endurant iis bifurcated stent graft and two limbs bilaterally into the existing stent graft limbs. The leak was resolved with no issues. The physician reported the type ia endoleak was due to the device migrating and the it may be due to neck dilation/anatomy. The cause of this could not be determined no additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.